Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 130 mg/dl vs. 82 lab. Tests were done within 21-30 minutes with a difference of 48 mg/dl. Pt did not experience any adverse events. No further info has been reported.